Manufacturer narrative:
Service technician reviewed the system on site and found no malfunction. Each sensor was individually tested. Proximity sensor below the tube was also successfully verified. All control buttons responded in a normal manner. E-stop was also successfully tested. A similar exam was also done on the same anatomy of another subject that worked as prescribed. In conclusion, the system was not directly responsible for the injury and the patient reacted abruptly inducing his own injuries. System was fully verified to be in good working condition per manufacturing specifications by the field service engineer.

Event description:
A patient was positioned (supine) on the patient support awaiting the prescribed scan. As the x-ray tube was descending towards the patient to get into position (wherein the tube must be close to the patient), the patient moved out of the way and rolled himself off of the table.